Manufacturer narrative:
No pt info as no pt was involved in this concern. Device has not been returned.

Event description:
A medtronic rep reported a comms cable fault for axiem. Surgeon alleges that the axiem freezes and they have to mess around with the comms cable to unfreeze the software. There was no pt present.